Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use while the device was still in the original packaging and was being setup for implant, premature battery depletion was noted along with numerous arrhythmia episodes on the counters. It appeared that the device had been operating for some time still in its configured mode. The device was not used and another device was implanted. There was no apparent patient involvement.